Event description:
It was reported that upon interrogation, the pulse generator exhibited capture anomalies. The patient had recently undergone chemotherapy treatment and was having runs of torsades de pointe. The device was explanted and replaced on (B)(6) 2014. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal device characteristics.